Event description:
Primary revision of a right hip. Head dissociated from the stem and excessive wear of the trunnion. The patient was revised to a restoration modular system and a biolox head. There are no allegations against the liner. Images are provided.

Manufacturer narrative:
An event regarding disassociation involving an unknown stem was reported. The event was confirmed via photographs. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted unknown stem with severe trunnion damage. From the photographs provided there is evidence of disassociation for the device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary revision of a right hip. Head dissociated from the stem and excessive wear of the trunnion. The patient was revised to a restoration modular system and a biolox head. There are no allegations against the liner. Images are provided.